Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure has been previously investigated per dir (B)(4). It was noted during the visual inspection of the device that the latch pivot screw had backed out from its proper position. Replacement of the pivot latch and subsequent rate accuracy testing found the device to be infusing in specification.

Event description:
During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. During servicing we identified a faulty door closure which constitutes a reportable malfunction. There was no patient involvement.